Manufacturer narrative:
Additional information is provided in d.10, h.3, h.6 and h.10. The company service representative examined the system and was able to confirm but not replicate the reported event. The host central processing unit (cpu) was replaced as a preventive measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that system shut down on its own occasionally. No patient harm was reported.